Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-nov-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2019, the patient fell down when in the mountains, which affected the ins and lead. X-rays were performed in (B)(6) 2019 and showed that the device got pulled out of the spine and was floating around in their back, one of the leads was almost pulled all the way out of their spine, and the other lead was loose and not even hooked up to the ins and the patient was "getting nothing". The patient had seen their doctor 4-5 times but the patient hasn't yet received information from the doctor regarding what will be done to address it. The caller requested information regarding what harm could result from this situation and what the patient would need to do about it. They were redirected to see a doctor to obtain advice on that. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the revision had not been scheduled yet. The rep stated there was nothing wrong with the product as the lead moved due to the patient's fall. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the doctor on august 23, 2019. They reported that the patient had reported to them that capture of their pain had fallen down 60% and they had localized discomfort. Fluoroscopy was performed to check the leads, and confirmed that both leads had migrated out of the epidural space. From what the doctor understood, there were plans for surgical revision or removal. The doctor's response to clarification on whether or not the ins was "floating around in the back" per the patients report. The doctor reported that would be in the realms of science fiction and didn't provide anything further.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer via a manufacturer representative (rep). It was reported that the patient tripped while hiking and both leads moved out of epidural space. An x-ray was performed to determine lead location. The rep said that surgical intervention was planned and they were working on scheduling a lead revision. No further complications were reported.

Manufacturer narrative:
Checked intervention required due to report of a lead revision that was recv'd on july 12, 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they were unsure if the fall caused the device to "pull out some". They did not want to provide any additional information at the time of the report. No further complications were reported or anticipated.